Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that several sites were leaking and the alarms are not going off when they were supposed to and no alerts when the bolus was missed. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.